Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized for non-diabetes related issues. Customer reported to have been off of insulin therapy for two days and was requesting assistance in setting up insulin pump in order to re-connect. Customer reported to have received a motor error alarm during rewind. Customer also received a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor anomaly. The insulin pump was unable to perform operating currents due to motor anomaly. The insulin pump was unable to verify alarm due to motor anomaly and minor scratches on lcd window.